Event description:
It was reported there was a sharp metal edge on the steering bar of the bassinet. A visitor reportedly scraped their hand, though the scrape did not break the skin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.